Event description:
On (B)(4) 2012, leica microsystems received a complaint from the manchester royal infirmary regarding sub-optimal tissue processing from a protocol, which commenced and completed, on (B)(6) 2012. The complainant advised that liquid was noted in the wax. On (B)(4) 2012, leica microsystems received info that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica microsystems is continuing.